Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found an internal insulation abrasion which breached to the re lumen at 69.5 cm from the connector pin which exposed the inner coil. This likely contributed to the reported capture anomaly.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The lead was explanted and replaced.